Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber broke after using 134450 joules and 15 minutes of fiber use. The procedure was completed using another fiber. There were no patient complications reported.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber broke after using 134450 joules and 15 minutes of fiber use. The procedure was completed using another fiber. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this fiber was thoroughly analyzed. Visual inspection identified that the fiber body was in good condition. The hene (helium-neon) test found no breaks along the fiber length. The fiber passed the functional test for saline flow and connector function. However, microscope inspection identified that the metal cap and glass cap were detached. Therefore, the reported event of fiber break was confirmed.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber broke after using 134450 joules and 15 minutes of fiber use. The procedure was completed using another fiber. There were no patient complications reported.